Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. Placeholder.

Event description:
Facility reports: during pin fixation surgery, the power switch did not spring back. There was a 10 minute delay in surgery. A spare device of a different type product was available to successfully complete the surgery. There were no injuries or medical intervention reported. There was no additional information available. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents from (B)(4) were reviewed and no complaint related issues were found. Placeholder.